Manufacturer narrative:
(B)(4). Date sent: 11/03/2015. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, device was firing two clips with each fire. One clip would form, the other remained open. Doctor had to fish open clip out of the abdomen. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Batch # m90e8y. The analysis results found that the er320 device was returned partially cycled with a clip partially formed in the jaws; the cycle was completed and one scissored clip was formed. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and no clips were fed after several actuations of the trigger. No further testing was performed. The instrument was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.